Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification to serial number (B)(4), lot number 62578. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported slider mechanism was difficult to advance and needle did not retract against the xen45 gts and gel stent was manually retrieved from the ac with micro forceps. Surgery was completed with another xen. There was no eye injury.